Manufacturer narrative:
Reported event: low output in monopolar mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician thought the power output was low in monopolar coag mode. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.